Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. The customer treated for their low blood glucose with food and glucose gummies. The customer stated that it was an over bolus for what they ate and carbohydrates counting had been difficult. The reservoir will not be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.